Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient's cgm readings were erratic, fluctuating rapidly from ¿high¿ to ¿low¿ sometime after the sensor was put on the rm. The patient is using a tandem t: slim pump as her display device. According to the patient, she was hospitalized due to hyperglycemia. While the cgm displayed "low", her manual meter showed a value too high to register. No symptoms prior to hospitalization were mentioned. The patient stated that someone called an ambulance. The patient shared that her bg fs at the hospital was 1,000 mg/dl, and she was diagnosed with dka. The cgm continued to show unspecified low readings at that point. She was discharged on (B)(6) 2025. The call ended with the patient expressing frustration, stating she intended to contact a lawyer, and refusing to provide further details about the intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
A4 weight- correction. A4 weight units- correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.